Manufacturer narrative:
The customer returned the suspected contour next usb meter, test strips and control solution for evaluation. Since the customer's returned control solution was expired, an in-house contour next control solution was used. An in-house testing was performed using the returned meter with returned test strips and blood. The testing was also performed using the returned meter with returned test strips and in-house contour next control solution. All readings were within acceptable ranges and properly stored in the meter's memory.

Manufacturer narrative:
The patient/family (a1) was the initial reporter, so personal information was not entered. No information was captured as the customer's age and weight were not provided. The device identifier # left blank as it could not be determined based on the available model #.

Event description:
The customer called to seek help with her contour next usb meter. During troubleshooting, it was determined that the customer's blood glucose readings were not being stored in the memory of the meter. There was no allegation of an adverse event. The customer was advised to return the meter for evaluation. Replacement meter and test strips were sent to the customer.